Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the keypad cover was intact. Evaluation revealed that all of the keypad buttons were properly responsive; the reported event was not duplicated. The keypad cover was removed, and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. The relation of this device failure to the reported event could not be determined, as the reported event was not duplicated. Unrelated to the reported event, the display screen was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all of the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.